Manufacturer narrative:
Not returned to manufacturer.

Event description:
The dentist reported that the zirconia abutment fractured at the titanium base.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the zireal abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. As the product has been obsoleted, no additional actions are required.